Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager was not detected on bus. The field service engineer (fse) performed extensive troubleshooting including replacing the controller board, swapping pyxibus cables, validating solenoid and latch components, and attempting firmware updates. The issue was ultimately resolved by connecting the pyxibus cable to a different port, after which the remote manager was detected consistently and functioned in both diagnostics and application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.